Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00705, 2183959-2011-00659. It was reported that the patient was implanted with an ams perigee graft to treat pelvic organ prolapse. It was reported that the product caused the patient "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also reported that the product caused the patient to "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."